Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020, a scan revealed that the implanted greenfield filter had migrated and is slightly high. Two prongs had perforated the inferior vena cava (ivc) and one prong had perforated the right lateral wall of the aorta.